Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the screw was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the screw was replaced successfully (re-positioned successfully) at the same surgery. The outcome of the surgery was successful as intended. There were no negative effects to the patient, neither due to screw placements nor due to the prolonged surgery/anesthesia (of 1 hour) for re-placement of the screws at the same surgery. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or blood vessels) due to the apparent inaccuracy/screw placements at this surgery. No further remedial actions are necessary, done or planned for this patient, and there was no prolongation of hospitalization. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviation of the right l3 screw by approximately 6 mm inferior to its intended position in the pedicle was a de-calibrated and therefore inaccurate non-brainlab 3d c-arm that was used to acquire patient scan images that were subsequently registered and accepted for use with navigation. The non-brainlab c-arm had become de-calibrated due to collisions of the c-arm against a wall/objects from improper and/or rough handling. A potential (minor) contributing factor is movement of the patient anatomy between the vertebrae operated on (l3 - l4) and the fixed reference array (at s1). Operating across multiple vertebrae can result in movements of the spine relative to the fixed reference array due to the non-rigid connection of bones, which cannot be compensated by the navigation software. The spine instability due to the missing spinous process at l4 further contributes to the likelihood of relative movements. Movement of the patient's spine relative to the position of the fixed reference array cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. Apparently the resulting extent of the deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the automatic patient/scan registration to the navigation and throughout the procedure: the surgeon detected a deviation in the navigation display compared to the patient's anatomy, but the surgeon decided to proceed with performing invasive surgical steps with the aid of navigation by attempting to manually compensate for the detected deviation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for an l3-l4 transforaminal lumbar interbody fusion (tlif), with planned placement of 4 pedicle screws, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 1.5. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array on vertebra s1. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Used the navigated brainlab pointer to define the incision area for the screw placements and to plan the screw trajectories. Calibrated and used a navigated non-brainlab screwdriver to place 2 screws on the left side at l3 and l4. Performed another 3d fluoroscopy scan using the non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Based on the scan, the surgeon determined the left-sided screws had been correctly placed. Detected a deviation of the navigation display of ca. 5-10mm superior to the actual position of the patient's anatomy, while holding the navigated brainlab pointer at l3. Decided to proceed using the aid of navigation and manually compensate for the detected deviation while placing the screws on the right side. Used the navigated non-brainlab screwdriver to place 2 screws on the right side at l3 and l4. Performed another 3d fluoroscopy scan using the non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Based on this scan, the surgeon determined the right l4 screw was placed correctly, but the right l3 screw was misplaced approx. 6mm inferior to the intended position. Re-placed (re-positioned) the deviating right l3 screw to the correct position using the aid of navigation and manually compensating for the detected deviation. Performed a final 3d fluoroscopy scan and confirmed all screws were placed correctly. Completed the surgery successfully as intended. According to the surgeon: the deviation of the screw was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the screw was replaced successfully (re-positioned successfully) at the same surgery. The outcome of the surgery was successful as intended. There were no negative effects to the patient, neither due to screw placements nor due to the prolonged surgery/anesthesia (of 1 hour) for re-placement of the screws at the same surgery. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or blood vessels) due to the apparent inaccuracy/screw placements at this surgery. No further remedial actions are necessary, done or planned for this patient, and there was no prolongation of hospitalization.